Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a capsule failed to detach. Tech support advised customer to send in the capsule for inspection and replacement. There was no harm caused to patient due to but the capsule was removed with loop snare. There was nothing unusual about the procedure or patient that may have led to this event. An endoscopy was performed prior to procedure and the esophagus appeared to be normal. This site has been performing procedure for 13 years. The vacuum source was medala and the vacuum pressure during placement was 550mmhg. The vacuum pressure when testing pre-procedure was greater than 550 mmhg but dropped when testing with finger.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.